Manufacturer narrative:
The root cause of the access site bleeding cannot be determined since the product was not returned and insufficient clinical details were provided. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The impella cp device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 54 year-old-male with cardiomyopathy was implanted with an impella cp device for mechanical circulatory support. While on the impella cp suppor, the patient experienced bleeding from the groin access site. Argatroban was discontinued. Cardiology redressed site and secured the angle with success.